Event description:
The manufacturer received information alleging a ventilator had a "short circuit." There was no patient harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time we are unable to confirm the alleged malfunction. A follow up report will be submitted when the manufacturer's investigation is complete.